Manufacturer narrative:
An event of pericardial effusion and patient death during procedure were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer p.I. Muscular ventricular septal defects (vsd) occluder was selected for implant, in a patient who had suffered a heart attack a few days prior to the procedure and had to be revived. It was noted that the patient had two vsds and closing the two vsds quickly was the only possibility to save the patient. During the procedure, the first vsd occluder was implanted. During the attempt to close the second vsd, the patient developed a pericardial effusion while the operator tried to cross the second vsd with a non-abbott (cook medical) stiff guidewire and a 9f amplatzer torqvue delivery system. Heart massages were performed and attempts were made to drain the effusion however, the patient died during procedure. It was reported that the cause of the pericardial effusion was the non-abbott (cook) stiff guidewire. Only one amplatzer p.I. Muscular vsd occluder was implanted. Operative notes were requested but are not available. No additional information was reported.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer p.I. Muscular vsd occluder was implanted. During the procedure, the patient developed a pericardial effusion that was caused by the guides of the catheter when the operator tried to cross the second ventricular septal defect (vsd). Heart massages were performed and they tried to drain the effusion however, the patient died during procedure. Only one amplatzer p.I. Muscular vsd occluder was implanted. Operative notes were requested but are not available.